Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump was shut off and did not turn back on. The insulin pump will not be returned for analysis.